Event description:
Litigation papers allege the patient was revised to address hip pain and discomfort. (Note: it is alleged the metal contained in the asr corroded inside of patient's body. The product(s) that corroded are not identified). Additional information: operative notes allege the patient experienced problems with activities of daily living and stiffness of the hip. Implants were intact; however, he had significant heterotopic bone formed along the area of concern.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient was revised to address hip pain and discomfort. Update: (B)(6) 2010 - patient fact sheet recevied providing part and lot numbers. Unknown asr hip changed to asr cup and femoral head added.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.